Manufacturer narrative:
Concomitant product: 4068-52, lead, implanted: (B)(6) 2002.

Event description:
It was reported that the atrial lead had low impedance, was oversensing and double counting the p waves, and was undersensing and missing p waves. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.